Event description:
During left shoulder reverse total shoulder arthoplasty, superior drill hole was placed first attempting to hit the base of the coracoid. Drill bit continued within bone, but broke as the drilling proceeded.